Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the ER after receiving inappropriate therapy for supraventricular tachycardia being misdiagnosed as vt due to programming. Programming changes were recommended and changes to the patients medication have been made.